Manufacturer narrative:
On june 23, 2020, device evaluation was completed. Device evaluation summary: during the visual inspection, the device was found to be ruptured and received in four (4) parts. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. As a result of the patient's experience, the patient's impacted device is scheduled for removal on (B)(6) 2020. In section b, the "required intervention" selection has been selected in place of "other serious". In section d7, the explantation date has been updated accordingly. In section h, the method code has been updated to device not returned. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5/21/2020, mentor became aware that the patient also experienced bilateral capsular contracture; baker grade ii, and that the patient went under bilateral replacement with 800cc memorygel breast implants on (B)(6) 2020. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 4, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On june 10, 2020, mentor became aware of the following: left device lot number and serial numbers are: (B)(6). Right device lot number and serial numbers are: (B)(6). On june 11, 2020, mentor received confirmation that the date of surgery was (B)(6) 2020 as listed on the paperwork received with the device. Field d7 has been updated on this form date of implant has been updated to (B)(6) 2020 under field d6 as per the op report patient underwent revision augmentation 5 years ago. If additional information is received, it will be updated and supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Concomitant medical products: 800cc mentor memorygel breast implant (catalog number 3508004bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient udnerwent a breast augmentation revision with 800cc mentor memorygel breast implants. On (B)(6) 2018, an MRI identified a left-sided rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.